Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22-apr-2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the identified photos: crease fold, cloudy in the gel and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted.